Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
During a paroxysmal atrial fibrillation ablation procedure utilizing the farapulse system, a farawave catheter was selected for use. While the catheter functioned normally during preparation, including successful flushing, the hub of the flush port was found to have detached while the catheter was inside the patient. The procedure involved additional manipulation due to an inverted spline; however, no other events were noted. The detachment of the flush port was only discovered upon removal of the catheter from the body. No patient complications were reported. The device is expected to be returned for further analysis.

Manufacturer narrative:
Media review: two images were reviewed by a boston scientific quality engineer. From the provided images, it was possible to see the luer flush port detached from the catheter. The reported event was confirmed from analysis of the images. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
During a paroxysmal atrial fibrillation ablation procedure utilizing the farapulse system, a farawave catheter was selected for use. While the catheter functioned normally during preparation, including successful flushing, the hub of the flush port was found to have detached while the catheter was inside the patient. The procedure involved additional manipulation due to an inverted spline; however, no other events were noted. The detachment of the flush port was only discovered upon removal of the catheter from the body. No patient complications were reported. The device is expected to be returned for further analysis.